Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient therapy has turned off and reset to shipping parameters and por-power on reset was seen. The patient also explained that she had a-fib that causes her heart to beat out of sequence. She explained that the a-fib required her to have a procedure to have her heart stopped and restarted. The day of the call, the patient reported she could not get the implant turned back on because she was seeing por on her patient programmer. The patient confirmed that the a-fib was completely unrelated to the implant. No further complications were anticipated/reported.